Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
A medtronic representative reported that while working on the imaging system outside of a procedure the fuses blew. There was no patient present when this issue was observed.